Event description:
Boston scientific received information that the patient has twiddle's syndrome and dislodged the right ventricular (rv) and right atrial (ra) leads. The leads were successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.